Event description:
On (B)(6) 2023 during follow-up for file (B)(4), (B)(6) became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis (date/specifics not provided). During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was out-of-state on vacation and presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and vomiting. A peritoneal effluent fluid culture and cell count (wbc = 7062 u/l) were collected, and the patient was diagnosed with dehydration and peritonitis. The patient was treated with vancomycin, augmentin, rocephin and zosyn, however the route, dosages, frequency, and durations were not provided. The peritoneal effluent culture results returned positive for staphylococcus aureus (date not provided). Per the pdrn, causality was attributed to the patient swimming in warm waters while away on vacation. The patient is recovering and was discharged on (B)(6) 2023 to return home from vacation. Following discharge, the patient resumed utilizing the same liberty select cycler as before the events. The pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any (B)(6) product(s) and/or device(s). Of note: the pdrn reported during follow-up that the patient¿s pd catheter (not a (B)(6) product) will require repositioning. No additional information was provided product(s) and/or device(s). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).